Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. For clarification, the instrument was found with a frayed pitch cable at distal clevis. No damage was found on the pulley and clevis. Additional damage found was a corroded back idler pulley. On the surface of each pulley exhibited a yellowish material. Engineering concluded the damage was likely due to improper cleaning. Electrical continuity passed. No other damage was found. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci si total benign hysterectomy procedure a broken cable was identified on a maryland bipolar forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.